Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of peritoneal dialysis therapy on the homechoice. The nurse would end therapy and start over with new supplies. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative reviewed proper procedures. There was no patient injury or medical intervention reported. No additional information is available.